Event description:
It was reported that a malfunction occurred with a tandem pump, indicated by malfunction code 199. The caller did not report any specific notable events prior to the malfunction. There was no reported impact on the customer's blood glucose level, as details regarding blood glucose were unknown or not disclosed. Tandem technical support provided the customer with information on how to reset the pump and assisted in the reset process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue reappeared.